Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No device malfunction was suspected. The explanted device will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred the day the device was explanted.